Event description:
It was reported that a clearlink paclitaxel set was observed to have a crack on the body of the filter. This was noticed after priming with a chemotherapy drug (non-baxter). There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This was found after priming but before patient infusion. The only patient involvement was a delay in therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.